Manufacturer narrative:
Block b3: exact date unknown, event occurred may 2024. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7095475.

Event description:
It was reported that the patient experienced worsening pain after feeling a pop and the midline incision was flushed and smooth. The patient underwent a revision procedure wherein the lead was pushed down. The patient was doing well postoperatively and the device remains implanted.